Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient experienced hyperglycemia while wearing the pod between 36 and 48 hours. The patient had removed the pod 1 hour prior to the ER visit. When the pod was removed, the cannula was found to be bent. The patient was given IV fluids to treat the hyperglycemia and high ketones. In addition, zofran was prescribed to treat the nausea experienced by the patient. The patient was released 4 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.